Event description:
This revision was prompted by what was felt to be an aseptic loosening with possible fracture of the femur.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If additional information becomes available, it will be submitted in a supplemental report.